Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that contact stated that during the fill tubing process, the customer's pump will stop at 9.8u and received an alert requesting to observe for drops and tap done. The contact states that drops are coming out the end of the tubing but can not proceed. There was no reported impact to the customer's blood glucose level.